Event description:
Int'l ((B)(6)) complaint received reporting balloon inflation failure with use of one 011-41239-05 7f td torque-line catheter, lot# 2918716. The device was pre-tested which includes inflation integrity testing prior to placement. It was reported that the inflation issue occurred approx 10 minutes into the procedure, during insertion. The device was removed and replaced with no further issues encountered. There were no reported pt injuries and or adverse consequences. Device return: one (1) used 011-41239-05 td torque-line catheter, was returned. Although requested there were no involved ancillary devices (contamination sheath etc.) Returned. Pre-decontamination/visual evaluation of the returned catheter documents the balloon was damaged and would not inflate. Post decontamination analysis and microscopic evaluations of the catheter balloon recorded the "shape" and characteristics of the damaged balloon material appeared to indicate a sharp object such as a needle scraped or gouged the balloon. Attempts to replicate this type of component damage were performed with a in-house catheter sample. The engineers report documents that by "gouging" or "striking" the balloon with a needle and inflating the balloon, similar balloon damage was replicated. The assembly mfg processes and in-process inspection records were also reviewed to identify and assess whether this type of catheter balloon defect/ failure has occurred during the mfg processes. The results recorded there have been no similar component damages observed.

Manufacturer narrative:
Findings: visual analysis of the "as-received" 011-41239-05 catheter confirmed the reported inflation issue. The cause of the inflation failure was due to extensive balloon damage attributable to incorrect usage/handling.